Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaws would not close. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had no non conformities and no signs of clinical usage. There was minimal evidence of blood. A functional test was done on the toggle and it stuck in the proximal position. When the toggle was moved the jaw position would not change. Based upon this, the reported complaint for "jaws would not close" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).